Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. A review of the provided photograph could not confirm the compalint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a hemi hip at (B)(6) roughly around 1500, we needed to remove a summit pressfit stem from a femoral canal. We grabbed the threaded stem in (B)(6). We attempted to thread the stem inserter into the stem and noticed that it was barely gripping opposing threads with great difficulty. Upon inspection we noticed the threads on the tip of the inserter were ¿stripped¿. Despite this, we were able to remove the stem from the femoral canal.